Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg would not communicate with external devices after an unrelated procedure. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
The reported event for no ipg communication was not confirmed. Visual inspection of the ipg did not identify any anomalies. The ipg communicated and charged normally with lab standard equipment. The ipg was functionally tested and passed all testing.